Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant procedure, the implantable cardiac monitor (icm) experienced loss of contact which was marked as pause episodes. The icm remains in use. No patient complications have been reported as a result of this event.